Manufacturer narrative:
The complaint has been recorded under (B)(4). A supplemental/final report will be submitted once investigation is completed

Event description:
It was reported that during kit inspection the device was not properly meshing. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to the event.

Manufacturer narrative:
This incident has been submitted under (B)(4). Review of the most recent repair record determined that the cutter blade failed. The cutter and side plate were replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification cannot be determined. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.